Manufacturer narrative:
The investigation for the console (aic) battery red alarm has been completed. Data logs were reviewed which confirmed the battery temperature high alarm (event set #49). Imc logs also showed that the battery temperature high alarm coincided with the ac power simultaneously being disconnected (event set #109), and the alarm resolved itself approximately 10 seconds later. The console was returned and evaluated which confirmed that the batteries were operational and non-defective. The reported complaint could not be reproduced. Data and device analysis indicates that the alarm was most likely due to a miscommunication between the pbm and the 4-in-1, causing a false alarm and a misreporting of battery temperature. D2-corrected common device name. D4-corrected model number.

Event description:
The complainant reported a 35-year-old male patient with known cardiomyopathy was implanted with an impella cp for mechanical circulatory support. However, during support, a ¿battery temperature high¿ alarm was triggered. Therefore, the automated impella controller (aic) was replaced for a new one and the issue resolved. There was no reported patient harm.

Manufacturer narrative:
The impella device was returned by the customer and an investigation is ongoing. Upon investigation closure, a supplemental MDR will be filed.